Event description:
Received email that tracheostomy tube was defective. Obtained tracheostomy tube from patient's room. Unable to provide any further details. Nursing note indicates tracheostomy tube was changed due to defective cuff.